Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 300mg/dl, with polydipsia, nausea, and trace ketones, associated with an alleged call service 064 issue. Reportedly, the patient discontinued pump use, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal rate was adjusted by the patient¿s healthcare provider after the high blood glucose. The patient allegedly experienced intermittent and persistent call service 064 alarms. Insulin delivery was allegedly affected by the call service 064 alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a call service alarm issue.